Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was likely due to the patient's small vasculature. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with postcardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) was implanted with an impella 5.0 device for mechanical circulatory support. Impella did not pass when inserted via subclavian. Therefore, the insertion was switched to the femoral which was also unsuccessful. Impella 5.0 insertion was eventually aborted and impella cp was used instead. It was noted that the blood vessel diameter was evaluated preoperatively by echocardiogram, but it did not pass when it was inserted. No patient harm was reported.